Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the battery longevity was low on the device. The physician suspects premature battery depletion. Furthermore, transmissions are coming in irregularly through the app due to a loss of contact. Technical support was contacted and provided reprogramming suggestions but this did not resolve the event. Further intervention is anticipated but has not yet been performed. The patient was stable.